Manufacturer narrative:
(B)(4). Baxter received and evaluated. The device was found in specification in relation to the reported under infusion, which was unable to be reproduced during device investigation. A total of (B)(4) flow samples were taken, and the device delivered within specification each time. A visual inspection was performed on the received IV set and impressions were found on the tubing set, however the impressions are characteristic of use with the spectrum pump and would not negatively affect flow accuracy. A patency test was performed, and fluid was able to flow freely and without abnormalities through the set. The clinical event history log (ehl) evaluation determined that the device was put in standby mode 8 times, and therefore the infusion was suspended for a total of 10 hours and 39 minutes. Based on the clinical evaluation and device investigation, it was determined that the cause was use error in leaving the pump in standby mode when it was intended to be running.

Event description:
It was reported that a sigma spectrum pump under infused levophed to a patient in the intensive care unit. The customer reported that the tubing was crimped in the tubing channel and the pump did not alarm for downstream occlusion. The levophed was not delivered to the patient and three vasoactive medications (unknown medications/infusion parameters) were administered to prevent further decline of this patient's hemodynamic state. The status of the patient is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.